Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that the distal shaft was bent by the anatomy thus preventing the shaft lumens from moving freely; resulting in resistance with the thumbwheel and difficulty deploying the stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported mechanical jam and activation/deployment failure cannot be determined. As the deployment sheath was removed, the stent was pulled back and stretched resulting in the reported difficult to remove and the reported stretched stent. As reported, the stent was removed via cut down. There is no indication of a product quality issue with respect to manufacture, design or labeling. B5- procedure description was updated.na

Event description:
Subsequent to the initially filed report, it was reported that the thumbwheel may have been jammed. No additional information was provided.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The 8x80 mm absolute pro sess was partially deployed, about 80% however the physician thought it was fully deployed. When the deployment sheath was removed, the stent was pulled back and stretched. The stent was removed via cut down. The patient was released the next day and is doing well. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported activation/deployment failure appears to be related to circumstances of the procedure as it is likely that the stent was inadvertently not fully deployed/released from the sheath; thus as the deployment sheath was removed, the stent was pulled back and stretched resulting in the reported difficult to remove and the reported stretched stent. As reported, the stent was removed via cut down. There is no indication of a product quality issue with respect to manufacture, design or labeling.